Manufacturer narrative:
This report would be updated should additional information be received.

Event description:
It was reported that this insertable cardiac monitor showed to be protruding out of the patient. The physician plans to explant the device. Several procedural concerns were discussed with boston scientific technical services. A follow up for more information to the sales representative was attempted but no information was received. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this insertable cardiac monitor showed to be protruding out of the patient. Several procedural concerns were discussed with boston scientific technical services. The device has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this insertable cardiac monitor showed to be protruding out of the patient. Several procedural concerns were discussed with boston scientific technical services. The device has been explanted and returned for analysis. No additional adverse patient effects were reported.